Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the hp052 locked out. The case was completed with a hp050. There was no consequence to the pt.